Manufacturer narrative:
A ge service rep performed an onsite investigation. The cr2032 battery on the generator pcb was evaluated and replaced. The voltage from the power supply ps1 was adjusted to 5.2vdc for optimal performance, and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.